Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a pre-existing surgical wound under the device that the device may irritate. There was no alleged device malfunction. The patient's doctor removed the device from the patient. The patient's irritation improved.